Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous right coronary artery. A 2.50 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. Further dilatation was performed and when the device was removed from the patient's body, the stent was found to be lifted. The device was removed and the procedure was completed with a non-boston scientific device. There were no patient complications nor injuries reported.